Manufacturer narrative:
Two vials of the reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4) and a meter with an unknown serial number. In november, on an unknown date, the meter result using an unknown meter was >8.0 inr and the laboratory result using stago with neoplastin reagent was 5.1 inr. On (B)(6) 2020 at 8:08 am, the meter result using the unknown meter was 2.6 inr. At 8:23 am, the laboratory result using stago with neoplastin reagent was 2.4 inr. At 8:37 am, the laboratory result using stago with neoplastin reagent was 2.1 inr. At 8:42 am, the meter result using uq0128900 was 3.3 inr. The therapeutic range was 2.5-3.5 inr and tests weekly.